Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the device was cleaned regularly as per instructions for use and that it was placed inside the operating theater during use at an estimated distance of three (3) meters from the surgery field with the fan directed away from the patient. In addition, livanova learned the device is stored drained thus the hydrogen peroxide (h2o2) is not used and the level is not checked daily. As per instruction for use h2o2 needs to be added anyway when filling the water tanks before use of the device with no daily check required if the device is stored empty. It cannot be excluded that the user did not add h2o2 when filling the water tanks and this may have led/contributed to the reported contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacteria. The type of bacterium is still pending. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.